Event description:
It was reported that there was an over infusion of 35gm "gammagard liquid" on a patient. Initially, the nurse set the pump at 350ml/4hrs. The rate was titrated up over the next 4 hours, however the infusion finished earlier than expected. Customer stated there was no serious injury, "checked on patient following morning and he stated he was fine and had no problems." The patient did not require medical intervention.

Manufacturer narrative:
Correction: disregard file, suspect pri tubing was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-30029, which captured the suspect device.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. Product not returned.

Event description:
A report of an over infusion on patient.